Event description:
A malfunction was reported on a customer's pump, characterized by malfunction code malf 0, with the fault ID 0x28f7. There was no adverse impact to the customer¿s blood glucose level. In response, customer technical support (cts) arranged to replace the pump and instructed the customer on using backup therapy with multiple daily injections (mdi) to ensure continued insulin delivery. The customer was informed about receiving a pump with the updated software and was advised on its usage. Cts confirmed the shipping details and provided instructions for returning the malfunctioning pump, which the customer acknowledged and understood.